Manufacturer narrative:
Corrected the initial reporter information. Reference CAPA# nc-24-004. The affected product was not returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted review, no manufacturing related root cause could be identified. The pro-kinetic energy (us) was used after the use by date which is indicated on the product label and warned against in the IFU. It was confirmed that the use by date was not checked prior to the device introduction.

Manufacturer narrative:
The affected product was not returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted review, no manufacturing related root cause could be identified. The pro-kinetic energy (us) was used after the use by date which is indicated on the product label and warned against in the IFU. It was confirmed that the use by date was not checked prior to the device introduction.

Event description:
A pro-kinetic energy was placed on (B)(6) 2024 in an unknown vessel (no lesion details were provided) and discovered later that the expiration on the device was 13-october-2023. It was successfully implanted 171 days (5 months, 2 weeks, 5 days) after the expiry date. The patient still has the stent and has no problems.